Manufacturer narrative:
H4: the lot was manufactured february 22, 2022 - february 24, 2022. H10: the device was received for evaluation. An unaided visual inspection was performed under normal conditions which observed a tear near the lower right side/edge in the back side of the eva bag. Functional testing was performed using tap water which identified a leak only at the lower right side near edge at the back of the bag. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause include compounding error, damage sustained during transport or customer handling. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from an unspecified location. This was identified during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.